Event description:
The customer reported that the autopulse platform sn (B)(6) displays user advisories (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range). The customer followed zoll user guide instructions to clear the ua45, but the issue persisted. It is unknown when the problem occurred.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.